Event description:
It was reported that post-surgery the patient was complaining about neck pain. X-rays of both bilateral plates exposed occipital-cervical fixation breakages.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of a broken oasys pre-bent plate was confirmed via x-ray images. The device was not returned since it remains implanted in the patient. The likely root cause was found, from the x-ray image, to be the contouring of the frontal part of the plate (rather than contouring of the rod), coupled with the lack of bone screw usage in the anchoring slot on that frontal location. The combination of these two likely created a significant cantilever force on the plate until the plate could no longer support the load applied. Conclusion: the cause of the fracture is user error.

Event description:
It was reported that post-surgery the patient was complaining about neck pain. X-rays of both bilateral plates exposed occipital-cervical fixation breakages.